Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their enlite sensor was damaged. The customer's blood glucose was unknown at the time of incident. The issue began on (B)(6) 2017, stating two enlite sensors did not have the filament when removed. Confirmed the other three sensors worked fine on the patients that were inserted. Customer declined troubleshooting only wanted to report the issue for possible replacement. The sensors will be returned for analysis.